Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2016 a follow up computed tomography (CT) showed a type 3a endoleak. The physician is planning a secondary intervention to resolve the issue. To date the secondary intervention has not been reported to endologix. There have been no additional adverse events reported for this patient.